Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported "the patient receives antibody treatment intravenously every two weeks and samples are taken every week venously at a health center. The patient has been given PICC-line because of the difficulty of getting usable blood vessels. Before each treatment, the current blood count is needed to know if the drug can be ordered. Prior to this treatment, the test tube had not arrived at the lab, but other tubes in the order had been analyzed. Therefore, acute blood count was planned before starting. When the patient arrived, the PICC-line tube was filled with blood. The patient told me that the health center had not been able to use it the day before for sampling due to lack of backflow. Peripheral samples had been taken. It was possible to flush the PICC-line effortlessly or pump technology and samples could be taken. However, leakage of blood-mixed fluid was discovered in connection with the change. A little clotted blood was right at the injection site. Contact with the treating doctor, who decided that the PICC-line should be pulled. The PICC-line was pulled and when flushing the hose a small jack was discovered, about 4 cm from the wing. The treatment had to be given in pvc and the patient was put on a waiting list for a new PICC-line.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 3 cm and 4 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Note received with returned sample indicated date of (B)(6) 2024 as a service date.